Event description:
As reported by the edwards field clinical specialist, following deployment via transfemoral approach of a 26mm sapien valve in a 50:50 position, moderate central aortic insufficiency (cai) was noted and the patient¿s blood pressure was low. Due to the large size of the native aortic annulus, a ¿heavy¿ prep was performed on the first valve, with 22cc of contrast solution. A normal prep was performed on a second 26mm sapien valve, which was then implanted within the first sapien valve, resolving the cai. The patient¿s blood pressure subsequently recovered and the patient was noted to be in stable condition post procedure. The native aortic annular diameter was 24mm by tte and 24mmx28mm (area 470) by CT. The native aortic valve was moderately calcified and the aortic root was mildly calcified. The diameter of the sinus of valsalva (sov) was 30mm. The patient¿s ejection fraction (ef) was 50%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the perceived cause of the cai was the large aortic root on the edge of the sapien valve.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the cause of the cai cannot be confirmed. However, it is possible that a combination of patient factors (large native annular diameter, moderate calcification) and procedural factors (possible over expansion of the valve as noted by the ¿heavy prep¿ to compensate for the large annulus size) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.